Event description:
It was reported by svc report that the main power cord and auxiliary cord were missing the ground prongs on the plugs. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.